Event description:
Healthcare professional called to report a right side deflation. Device explanted. Physician later reported 'particles in valve.'

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on valve bond edge assessed as an unidentified (tear) opening. ¿ particles in the valve: not observed particles in the valve. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Physician later reported 'particles in valve. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.